Manufacturer narrative:
No failure found, it cannot be concluded that a device failure occurred during this complaint episode with the information available. The customer continues to use the involved devices without recurrence. This record will be re-opened if additional information becomes available. This report is complete, and this particular issue is considered to be closed.

Event description:
Spacelabs received a report on (B)(6) 2021 customer reported failed to alarm for low spo2. No injury was reported with this event.